Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a benchmark 6f 071 delivery catheter (benchmark), the physician found that the benchmark was broken in half, mid-shaft, upon removal from the packaging. The damage to the benchmark was found prior to use and therefore, it was not used in the procedure. The procedure was completed using a new benchmark.

Manufacturer narrative:
Results: the returned benchmark delivery catheter (benchmark) was kinked at approximately 2.0 cm from the hub and fractured at approximately 71.0 cm from the hub. Conclusions: evaluation of the returned benchmark revealed a fractured device. If the device is forcefully retracted from its packaging at extreme angles, it may become fractured. Further investigation revealed a kink near the proximal end of the catheter. Based on the returned condition, this damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.